Event description:
A nurse reported that during a procedure, when switching from fluid to fluid air exchange, there was no air pressure entering the eye. The doctor stated the eye was losing pressure. The surgeon increased the pressure to 80 mmhg, switched to fluid and that did not work. The surgeon used a syringe to bypass the system and complete the delivery of air. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).